Event description:
Medtronic received information that during use of a mc3 nautilus extra corporeal membrane oxygenation (ECMO) oxygenator, it was reported that during ECMO run, the customer observed that water was not moving through the oxygenator. The device was oxygenating the patient fine and fortunately they were able to keep the patient warm without the heater cooler. The device is still on the patient. There was no adverse patient effect associated with this event. Medtronic received additional information that the customer noticed right away that they were not getting water through the oxygenator. This was a pediatric patient, so the customer turned the heater cooler on until the restricted flow caused it to overheat and used bear huggers to keep the patient warm.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Device evaluation summary: visual inspection of the 1 returned device shows evidence of use. Reason for return was undetermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.